Event description:
Event description cpi received information that during device based testing of the implantable cardioverter defibrillator (ICD) very low shocking impedance measurements were noted on the chronic endotak transvenous defibrillation lead. The rate-sensing portion of this lead had already been capped and replaced years earlier.